Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered several inappropriate therapies including hv therapies. Ra and rv lead noise was observed during device interrogation. Lv lead was also dislodged before events; dislodgement date was unknown. All the leads were explanted and replaced. Implantation of the complete new system went well. Patient's condition was stable before and after the event.